Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes, migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia form chronic blood loss"), allergy to metals ("nickel allergy"), cardiometabolic syndrome ("metabolic syndrome"), polycystic ovaries ("pcos"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, allergy to metals, cardiometabolic syndrome, polycystic ovaries, psychological trauma, cystitis, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, iron deficiency anaemia, tooth disorder, fatigue, alopecia, nausea and weight increased had resolved. The reporter considered allergy to metals, alopecia, cardiometabolic syndrome, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, iron deficiency anaemia, nausea, polycystic ovaries, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage,broken fragments of essure in fallopian tubes and uterus'), fallopian tube perforation ('perforation: fallopian tubes, migration,perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: fallopian tubes and uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnormal bleed') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for to avoid prgnancy: mirena from april 2006 to july 2006. Concomitant products included metformin since 2014 and spironolactone since 2014. In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In july 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), nausea ("nausea"), pelvic pain ("pain") and back pain ("back pain"). In september 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In january 2008, the patient experienced depression ("psych injury,psychological or psychiatric problems condition: depression"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psych injury,psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight decreased ("weight loss"). In march 2008, the patient experienced teeth brittle ("dental problems") and tooth fracture ("dental problems"). In september 2008, the patient experienced cardiometabolic syndrome ("metabolic syndrome,autoimmune disorder type of disorder: metabolic syndrome pcos") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). In february 2018, the patient experienced iron deficiency anaemia ("anemia form chronic blood loss,blood or heart disorder/condition"). In april 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In may 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), polycystic ovaries ("pcos") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hyst. (Full),salping (bilateral) and salpingectomy (bilateral removal of fallopian tubes) ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, allergy to metals, cardiometabolic syndrome, polycystic ovaries, depression, cystitis, urinary tract infection, vaginal discharge, vaginal infection, mood swings, anxiety, migraine, irritable bowel syndrome, ovarian cyst and abdominal distension outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, teeth brittle, fatigue, alopecia, nausea, weight increased, tooth fracture, weight decreased, pelvic pain and back pain had resolved and the iron deficiency anaemia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, cardiometabolic syndrome, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polycystic ovaries, teeth brittle, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 82.4 kg/sqm. Hysterosalpingogram - in october 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received, new reporter, patient demographic, concomitant condition ,concomitant medication, lab data, essure start date, new event hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines / headaches, migration of essure device location of device: fallopian tubes and uterus, dental problems cracking, weight loss, pain pelvic, back, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication(s) please describe: ovarian cysts, bloating and outcome were added and event psychological or psychiatric problems condition: depression, blood or heart disorder/condition type: anemia, dental problems brittle update with previous event. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes, migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia form chronic blood loss"), allergy to metals ("nickel allergy"), cardiometabolic syndrome ("metabolic syndrome"), polycystic ovaries ("pcos"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, allergy to metals, cardiometabolic syndrome, polycystic ovaries, psychological trauma, cystitis, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, iron deficiency anaemia, tooth disorder, fatigue, alopecia, nausea and weight increased had resolved. The reporter considered allergy to metals, alopecia, cardiometabolic syndrome, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, iron deficiency anaemia, nausea, polycystic ovaries, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added device breakage, perforation fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), genital bleeding, anemia, nickel allergy, metabolic syndrome, pcos, psych injury, bladder infection., uti, vaginal discharge, vaginal infection, dental problems., fatigue, hair loss, nausea, weight gain. Event outcome added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), genital bleeding, anemia, fatigue, hair loss, nausea, weight gain. Lab test was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.